Manufacturer narrative:
The lot code provided was for a product that contained multiple absorbencies. The consumer did not provide an absorbency, therefore we are unable to provide a UDI number or model. Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported upon removal of a tampon the pledget fell apart. She manually removed pledget pieces from her vaginal cavity however she could not confirm if she removed it all. When asked about symptoms she stated she had some but hadn't thought about them being related to this incident. These symptoms include fever, vomiting, radiating pain from left hip to vagina, and inability to urinate. She visited her doctor who performed unspecified tests. Multiple attempts have been made to obtain further information regarding the test results, diagnosis and outcome, however, no further information has been received.